Manufacturer narrative:
The cause of the discordant, falsely low creatinine result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low creatinine result was obtained upon repeat testing on one patient sample on a dimension vista 1500 instrument. The sample was repeated on the same instrument, resulting falsely low. The discordant result was not reported to the physician(s). The sample was repeated again on the same instrument and twice on an alternate instrument, resulting higher and matching the initial results. The higher result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.

Manufacturer narrative:
The initial MDR 2517506-2018-00019 was filed on 16-jan-2018. Additional information (17-jan-2018): a siemens headquarter support center (hsc) specialist reviewed the instrument data and determined that there was no indication of reagent delivery or foaming issues based on result monitors. Quality control was processed from the same well as the initial result, which was acceptable. The hsc specialist concluded that the sample integrity could be the potential cause of the event. The cause of the discordant, falsely low creatinine result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.